Event description:
It was reported that during insertion of the iab, difficulty was encountered due to vessel tortuosity. After approx 8 hrs of use, the pump experienced helium leak alarms. The iab was removed and there were no pt complications.